Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately nine months ago. Aneurysm and vessel morphology at the time of implant were measured by ivus to determine the stent graft size selection and cross check CT measurements and the patient was measured primarily intimal due to the calcium. There was a moderate amount of calcium in the neck which worked inversely during the initial implant. It was reported that the patient presented with a type I proximal endoleak most likely due to stent graft being undersized. The decision was made to implant a 28 endurant cuff which successfully resolved the endoleak. The patient tolerated the procedure well and will continue to be monitored by the physician.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (calcified aortic neck), incorrect technique/procedure (stent graft was undersized), device failure/lack of effectiveness related to patient condition (calcified aortic neck), operational context contributed to event (stent graft was undersized).